Event description:
Just prior to the onset of cardiopulmonary bypass procedure, the user reported that a system initialization failure occurred. As a result, an alternate device as employed. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.